Event description:
Guidant received information that during the procedure to replace this pacemaker due to normal battery depletion, this right ventricular lead was suspected to have exit block. The lead was surgically abandoned and successfully replaced.subsequently the device has been returned for analysis.

Manufacturer narrative:
If additional information becomes available on this surgically abandoned lead or if the device is returned, the event will be reopened.upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device data was insufficient to obtain battery status. The device had no telemetry and therefore, a memory download could not be performed. There was no output from the device. The device was opened and an external battery supply was attached. Device pacing functions returned when battery level returned to normal. Due to memory corruptions, longevity calculations were not able to be performed. The device paced and sensed normally during testing. The clinical observation was not able to be confirmed.

Event description:
Event description guidant received information that during the procedure to replace this pacemaker due to normal battery depletion, this right ventricular lead was suspected to have exit block. The lead was surgically abandoned and successfully replaced.